Event description:
Boston scientific received information that this patient underwent radiotherapy. A post operative check displayed normal measurements. The battery status of this pacemaker, however, decreased by one year. Boston scientific technical services (bsc ts) was contacted to better understand why this occurred. The physician was satisfied with the explanation, and the system remains implanted. There were no adverse patient effects reported.

Event description:
Additional information was received indicating that this device was explanted at a later date.

Manufacturer narrative:
This pacemaker remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations.